Event description:
It was reported that during an endoscopic vein harvesting procedure, the scissors were sticking when being advanced and retracted in the harvesting cannula for 3 devices. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation details: after the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation it will be difficult to confirm the reported problem.